Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and digging into the skin. The patient¿s physician prescribed medication for the skin irritation. Follow up indicated that the skin irritation improved.